Event description:
Reporter alleged, the customer's blood glucose result was 126 mg/dl on the advantage system while the customer was "making funny noises and bed and was very jittery, cold , and shaking". Reporter stated she called emergency medical systems (ems) and their system measured either a 19 mg/dl or 21 mg/dl glucose reading which was taken within a few minutes of the 126 mg/dl result. Reporter indicated the customer was treated by ems with an IV, contents unk, and "lots of sugar" before being transported to the hospital. It was stated the customer was tested and treated at the hospital as well as remained hospitalized for 3 days where his temperature was low, however, she could not recall any further details of the incident. A request was made for the truth of the suspect device and replacement product was sent.